Event description:
It was reported that customer received an altitude alarm during basal delivery while at school. The customer changed the cartridge, but was unable to resume insulin. The customer was hospitalized for diabetic ketoacidosis and high blood glucose levels (>600mg/dl). The customer was treated with an insulin drip. The customer was discharged the following day with blood glucose level stabilizing. There was no permanent damage to the customer.

Manufacturer narrative:
Follow up on 01/08/2015: contact reported that customer was doing fine and blood glucose had stabilized. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.